Manufacturer narrative:
The 15000 hour planned maintenance (pm) was performed and the pneumatic module was replaced as part of pm and fixed the reported issue. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 phone call.

Event description:
The hospital reported that, during patient use, the customer smelled a burning smell / saw smoke. The customer replaced the vent to finish patient use without reported injury or delay in treatment.